Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a reservoir leak. Customer stated the leak occurred while performing the high pressure test. Customer did not note any visible damage on the reservoir compartment. Customer stated insulin was visible in the reservoir compartment. The customer reported a no delivery alarm, but declined to troubleshoot at the time of the call. Customer's blood glucose was unknown. Customer declined to return the reservoir for analysis.